Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the tactical switch is damaged. There was no impact to the customer, and the device is expected to be returned for repair.